Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented in clinic and the icm was transmitting again, however, no information as to how the ble issue was resolved was provided. There were no patient consequences reported.